Event description:
During a stenting treatment procedure, the stent did not fully deploy. The stenting treatment procedure treated the 75% stenosed, 4.2mm diameter lesion located in the left circumflex artery (lcx). Treatment consisted of pre-dilation with a 3.0mm unspecified balloon at 12 atm's for 15 seconds and the placement of a 3.5x16mm promus element. The stent did not seem well deployed and post dilation was performed with 4 inflations at 20atm's or greater. After this, the middle of the stent still did not seem well apposed. Ivus was used, within the undeployed section of the stent there was only soft plaque, no calcification. No further treatment was performed resulting in 15% residual stenosis. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Corrections: device avail. For eval corrected from yes to no; returned to MFR. On corrected as device was initially reported to have been returned on (B)(4), 2011 however the device was not returned; device returned to MFR. Corrected from yes to no; if not evaluated provide code corrected as device was not returned. Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
During a stenting treatment procedure, the stent did not fully deploy. The stenting treatment procedure treated the 75% stenosed, 4.2mm diameter lesion located in the left circumflex artery (lcx). Treatment consisted of pre-dilation with a 3.0mm unspecified balloon at 12 atm's for 15 seconds and the placement of a 3.5x16mm promus element. The stent did not seem well deployed and post dilation was performed with 4 inflations at 20atm's or greater. After this, the middle of the stent still did not seem well apposed. Ivus was used, within the undeployed section of the stent there was only soft plaque, no calcification. No further treatment was performed resulting in 15% residual stenosis. This product is only ous approved but it is similar to an approved us device.